Event description:
It was reported that during a routine office visit, this pacemaker device displayed an error message. Subsequently, the device was explanted. At this time, we have been advised this device would not be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.